Event description:
Reporter indicated that pt developed an infection at the chest generator site approximately 11 months post implant. The pt underwent explantation of the generator in 2006. The device has not been returned. The lead was left intact. Future reimplantation of a new generator is likely. The following month, the pt underwent two surgical debridement procedures for the generator pocket. The pt's current health status is unknown.

Manufacturer narrative:
Manufacturing records for the pulse generator were reviewed for sterilization. Manufacturing records for the pulse generator confirmed sterilization of the device prior to distribution. Vns therapy system labelling lists infection as a potential adverse event, possibly related to surgery.